Event description:
It was reported that the patient received inappropriate atp therapy for supraventricular tachycardia. Patient medication was changed. The patient condition was fine.

Manufacturer narrative:
(B)(4).